Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. While troubleshooting the compressor for temperature errors on the centrifuge of the accelerator aps by field service, the starter capacitor failed and vented fumes. No harm was reported by the engineer. Searches for similar complaints did not reveal any other tickets noting a failure of the capacitor or venting of any gas. Current labeling provides troubleshooting assistance regarding the centrifuge module and safety information for the centrifuge. Based on the available information, a deficiency of the system was not identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
An abbott field service representative stated diaelectric fluid was released from a hettich centrifuge attached to an aps analyzer. A hettich centrifuge had generated a yellow warning that the temperature inside the centrifuge bowl had reached 44 degrees. There was no injury due to the heat inside the centrifuge. The fsr does not have access to the centrifuge parts, and a third party was called in to service the hettich centrifuge. During the service, the starter capacitor failed and diaelectric fluid was released in gaseous form. The customer was not present at the time of the failure. The aps analyzer performed as intended. Neither the customer nor the abbott field service representative were involved in servicing the hettich centrifuge. There was no adverse impact to patient management. There was no injury to personnel.